Event description:
It was reported that the attempted epicardial lead would stimulate the tissue but with no evidence of capture. The lead was removed. Two epicardial leads were then implanted, one in the right ventricle and one in the left ventricle. Both of the leads exhibited high thresholds. The physician began to extract the left ventricular (lv) epicardial lead in an attempt to reposition the lead at which point they noticed a hole or perforation in the patient's heart. The lv lead was removed and not replaced. After controlling the bleeding, the physician decided to keep the rv epicardial lead in place. No further patient complications have been reported as a result of this event.